Event description:
When going to open the package of foam elbow/wrist pads, there was a very noticable long black hair on the inside of the package. I am aware that this is not a sterile product, however, I am uneasy with the fact that there are obvious hairs inside of the wrapping. Provided the package.